Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the autoclavable telescope had a crack inside the unit. The issue occurred during preparation for use for a therapeutic, unknown procedure. There were no reports of patient harm.